Manufacturer narrative:
Updated to adverse event, due to the intervention that took place.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm (aaa) with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that on (B)(6) 2016, the patient presented with severe leg claudication and back pain. Imaging revealed that the trunk of the rlt261418 had collapsed, blocking blood flow through the endoprosthesis and causing a substantial type I endoleak. The physician intervened that day and choose to put a cordis p4010 palmaz stent mounted on a 30mm z-med balloon and introduced via an 18fr dryseal sheath, then deployed. The trunk reopened and remained in a fixed position due to the radial force of the palmaz. The procedure was successful and the patient tolerated the procedure.